Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asbzs0001 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that particles were found in luer lock. The device was not used on a patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of particles in the luer hub is confirmed to be supplier related. One 20 ga x 1 in miniloc infusion set was returned for investigation. The device was returned with the cardboard insert and luer cap attached to the hub. No apparent evidence of use was observed. Black discoloration was present on the luer hub. The hub was microscopically observed. Multiple specs of black particulates appeared to be embedded within the plastic hub mold. The particulates were likely embedded during the hub molding process; therefore, the complaint is confirmed. The supplier has been notified of this complaint. A lot history review (lhr) of asbzs0001 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that particles were found in luer lock. The device was not used on a patient.